Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and one-month post filter deployment, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed an inferior vena cava filter was in place approximately at the level of l2-l3. The legs of the filter had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. There were only 5 filter fragments identified. There should be six arms. One of the arms was presumably fractured and migrated. There does appear to be an absence of a medial strut as 11 total struts were visualized. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten years post filter deployment, a computed tomography(CT) scan revealed that the filter struts detached, perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.